Manufacturer narrative:
Records indicate this device remains in service at this time. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the option of sending device data for review however the health care professional (hcp) declined. A device replacement procedure was planned. No adverse patient effects were reported.